Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a right total hip replacement, the e-sep pencil was did not coagulate when a larger vessel required sealing. It was also reported that the patient lost two litres of blood as a result of this event. It was further reported that the procedure was completed successfully using another pencil.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a right total hip replacement, the e-sep pencil was did not coagulate when a larger vessel required sealing. It was also reported that the patient lost two litres of blood as a result of this event. It was further reported that the procedure was completed successfully using another pencil.